Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: manufacturing location. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the device that started smoking was not definitively confirmed through review of the logs or during device testing; however, it is likely that the smoke occurred as a product of the thermal event. During external inspection, melting of the female iui connector housing was confirmed, however the investigation could not determine if the reported smoking also accompanied the melting of the plastic iui housing. The ¿as-received¿ inspection found the suspect pump module¿s (s/n (B)(6)) right inter unit interface (iui) connector to have thermal damage on the first four (4) pins, as well as signs of corrosion on pins 5, 6, 9 and 10. Corrosion was also observed on the plastic casing. Dried housing plastic (black in appearance) was observed on the first 2 pins. The ¿as-received¿ inspection found the suspect pcu s/n (B)(6) to have severe signs of corrosion on the left (female) iui connector pins, as well as inside the plastic casing. Signs of thermal damage were also observed on pins 1 through 4; pins 2 and 6 were missing from the connector. Closer inspection of the iui revealed corrosion deposits on top inner section of the iui casing, bridging pins 2 and 3. The top of the iui casing was found to be thermally damaged. Internal inspection of the pcu found the left (female) inter unit interface (iui) connector to have the top of the iui casing and the iui slot on the rear case thermally damaged. Residue from the burnt iui was also found on the iui board, on the inside of the pcu. The internal components and cable connections were observed in good condition. The received pump module was attached to the left side (thermally damaged iui) of the ¿as-received¿ suspect pcu. The system was turned on and no signs of smoke or a burning smell were noted; however, the pump module did not power on. The left pcu iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. Every adjacent pin measured infinite resistance (as expected of a good connector). Pins 10 and 14 could not be measured since they were missing from the connector on the ¿as-received¿ device. The right pump module iui connector was also removed and measured within expected values for a known good part. The female (left) iui on the suspect pcu and the right (male) iui on the pump module were temporarily replaced with known-good connectors for testing purposes only. The pump module was attached to the suspect pcu. The pump module powered on normally and no errors or malfunctions were observed. An infusion at a rate of 150ml/h was programmed to run for one (1) hour. The device did not smoke, and a burning smell was not perceived during or after the infusion. The device was operating as intended. A previous investigation ((B)(4)), similar in nature to the current investigation, had a third-party consultant firm perform an analysis of the contamination on those iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products. It was found that the dried black residue was consistent with a nylon-based material, indicating this is thermally damaged nylon from the iui housing. A review of the suspect pcu error log showed (1) instance of error code 133.6090.5 (log only error) occurring at 9:10 am, one (1) instance of error code 120.4410.0 occurring at 9:11 am, and six (6) instances of error code 120.4370.5 occurring between 9:11 am and 9:12 am. A previous investigation ((B)(4)), similar in nature to the current investigation, had a third-party consultant firm perform an analysis of the contamination on those iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products. It was found that the dried black residue was consistent with a nylon-based material, indicating this is thermally damaged nylon from the iui housing. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain multiple notifications related to cleaning. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 (dir: (B)(4)) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir (B)(4)) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported smoke event is being attributed to a thermal event that occurred during the melting of the iui connector housing. The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. Note that this report lists imdrf annex a1801, c0601, d15 , g02017, a040502, c0503, d08, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a device started smoking. The device was on a patient but there was no patient harm. Although requested additional information was not provided by the customer.

Event description:
It was reported that a device started smoking. The device was on a patient but there was no patient harm. Although requested additional information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.